Event description:
It was reported that following the procedure, there was a loss of capture and the patient is device dependent. The capture was regained following reprogramming of the device. The decision was made to explant the lead and reuse a chronic capped lead. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the electrode - tip electrode.